Event description:
The products were damaged in transit. The hospital did not feel comfortable putting them into clinical use. This MDR is associated with 2005168196-2010-00125 which pertains to penumbra system reperfusion catheter 026.

Manufacturer narrative:
Technical evaluation: both boxes show evidence of rough handling, but the inner envelopes appear unaffected. The incident is confirmed as reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.